Manufacturer narrative:
Additional information was received that the patient's act was 292 rather than 161 as previously indicated in the initial report. No further information is available at this time.

Manufacturer narrative:
Additional information was received from the (B)(4) study that the event date of the patient's previously reported tia was changed (B)(6) 2011. No additional information was provided and no further reports will be forthcoming regarding this event.

Manufacturer narrative:
Please note that the previous report that was submitted indicted the event date was changed to (B)(6) 2011. However, this was reported in error as the event date was not changed.

Manufacturer narrative:
Pta was performed on a lesion in the proximal right internal carotid of 30mm in length in a 5.0mm vessel diameter. The lesion was eccentric, ulcerated, mildly calcified and with mild vessel tortuousity. An ev3 spider fx embolic protection device was deployed followed by deployment of a 10x40mm precise pro rx stent. The residual diameter stenosis measured 0%. There was a large amount of debris in the retrieved spider. An angioguard was not used in the procedure. Concomitant devices: ev3 spider fx embolic protection device. Concomitant medications: heparin and clopidogrel were administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure as well as at discharge. The complaint received states that during the index procedure this (B)(4) study patient experienced a tia post stent implantation. The target lesion was in the proximal right internal carotid artery described as 30mm in length with 5.0mm vessel diameter. The lesion was eccentric, ulcerated, mildly calcified and with mild vessel tortuousity. An ev3 spider fx embolic protection device was deployed followed by deployment of a 10x40mm precise pro rx stent. The residual diameter stenosis measured 0%. There was a large amount of debris in the retrieved spider. It was diagnosed as a tia. The patient experienced left sided hemiparesis within 1 minute or so following deployment of precise prorx stent. The patient's baseline was left hand weakness and no left arm drift with a nih stroke scale score of 1. Upon neuro exam immediately following stent deployment the patient could not move left arm and not lift left leg and speech was slurred. There was presence of left and right babinsky. Over the next 10-minutes and less than 1 hour, symptoms began to resolve. At 3 days post procedure, the patient had a stroke scale of 2 as he could move left arm and left leg and ambulate but now had drift in left arm, basically how he presented by almost 1-hour post-procedure. The patient had a tia with a minor residual deficit and is currently in rehab progressing well. Treatment was medical management following the stroke medical care pathway. A CT sequence did not identify any evidence of embolic stroke post -procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15149089 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15149089. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. There are procedural issues, specifically the large amount of debris retrieved with the embolic protection device that may have contributed to the adverse event experienced by the patient.

Manufacturer narrative:
Additional information was received from the (B)(4) study that the previously reported tia was changed to an ischemic stroke. Presence to babinski was revised to none. Other changes that the patient had 'dysarthria and reflex change' changed to 'dysarthria.' Duration of deficits was revised to greater than 24 hours and fully resolved. The cc has been updated to reflect change in diagnosis from a tia to an ischemic stroke and update reported neurological events. The complaint received states that during the index procedure this (B)(4) study patient experienced a tia post stent implantation. The target lesion was in the proximal right internal carotid artery described as 30mm in length with 5.0mm vessel diameter. The lesion was eccentric, ulcerated, mildly calcified and with mild vessel tortuousity. An ev3 spider fx embolic protection device was deployed followed by deployment of a 10x40mm precise pro rx stent. The residual diameter stenosis measured 0%. There was a large amount of debris in the retrieved spider. It was diagnosed as a tia (since updated to an ischemic stroke). The patient experienced left sided hemiparesis within 1 minute or so following deployment of precise pro rx stent. The patient's baseline was left hand weakness and no left arm drift with a nih stroke scale score of 1. Upon neuro exam immediately following stent deployment the patient could not move left arm and not lift the left leg and speech was slurred. Over the next 10-minutes and less than 1 hour symptoms began to resolve. At 3 days post procedure the patient had a stroke scale of 2 as he could move left arm and left leg and ambulate but now had drift in left arm, basically how he presented by almost 1-hour post-procedure. The patient had a tia with a minor residual deficit and is currently in rehab progressing well. Treatment was medical management following the stroke medical care pathway. A CT sequence did not identify any evidence of embolic stroke post -procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15149089 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15149089. Stroke is a well-known potential adverse event associated with the carotid stent implantation procedure and is often associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. There are procedural issues, specifically the large amount of debris retrieved with the embolic protection device that may have contributed to the adverse event experienced by the patient.

Event description:
As reported by the (B)(4) registry during index procedure the patient experienced dysarthria, reflex change and hemiparesis on the left side post stent deployment. There was presence of left and right babinsky. It was diagnosed as a tia. The patient experienced left sided hemiparesis within 1 minute or so following deployment of precise prorx stent. The patient's baseline was left hand weakness and no left arm drift with a nih stroke scale score of 1. Upon neuro exam immediately following stent deployment the patient could not move left arm and not lift left leg and speech was slurred. Over the next 10-minutes and less than 1 hour, symptoms began to resolve. At 3 days post procedure, the patient had a stroke scale of 2 as he could move left arm and left leg and ambulate but now had drift in left arm, basically how he presented by almost 1-hour post-procedure. The patient had a tia with a minor residual deficit and is currently in rehab progressing well. Treatment was medical management following the stroke medical care pathway. A CT sequence did not identify any embolic stroke post -procedure.